Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime or a33 test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 2 mg/dl at the time of the incident. Customer stated that because he gave himself a temp basal of 135 percent to try to bring down his blood glucose which had been in the 200 range, instead it worked too well and drove his blood glucose down to 36 mg/dl. Customer is eating an apple pie to bring it back up. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.